Manufacturer narrative:
Date of death: (B)(6) 2020. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, the donuts were complete but there was a poor staple formation and incomplete staple line. A leak test was done on the entire anastomosis and the surgeon saw bubbles. The device was also checked and they found staples that should not be there after use. The surgeon had to do a terminal colostomy. There was a presence of torn tissue in place of internal anastomosis. Bleeding was also noted. The event resulted to unanticipated tissue loss and permanent tissue damage. The surgical time was extended to more than two hours. Post operatively, the patient developed other complication but it was a medical issue and was not related to the stapler. It was stated that it was an ileus, an unhindered omission and vomiting. They put in a nasogastric tube because there was no recirculation from the colostomy transit. The patient died two days after the initial surgery. The patient's death was not because of the device malfunction.